Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 75% stenosed lesion in the left anterior descending (lad) artery. A 3x15mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation and inflated 3 times when a balloon rupture occurred at 16 atmospheres (atm). An unspecified stent was implanted at the lesion to successfully complete the procedure, and no further dilatation was required. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.